Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, found dual camera interface board (dcib) does not have a heartbeat which is causing the reported failure. In artemis, the error 319 was found. He unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The reported problem was replicated when the system is powering on with non-recoverable fault 319, which means that the node configured to be present did not respond at system start up.

Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the system was displaying error 319. Customer had already restarted the entire system, but the 319 fault persisted. During the contact, field service engineer (fse) asked customer to perform an emergency power off (epo) on the system. With the system powered off, fse instructed them to remove and reinsert fiber, which connects the endoscope controller (ec) and video processor (vp), as fse noticed that the blue light indicating their connection was off even with the system powered on. After restarting, the system still showed the 319 fault. The procedure was aborted without patient involvement.